Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of the remote transmission, 6 ventricular tachycardia (vt) episodes were noted, it appeared that the implantable cardioverter defibrillator had diagnosed supraventricular tachycardia as vt resulting in antitachycardia pacing therapy. Programming changes were discussed. No additional information was reported.

Event description:
New information noted that the device was reprogrammed on (B)(6) 2019. The patient was stable before and after the programming. The patient was unaware that they had received antitachycardia pacing therapy.